Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer evaluated the unit for the reported malfunction. The fse identified an issue with the pneumatic interface module. The fse replaced the pim and performed all tests and calibrations according to protocol. The failure analysis and testing department received the pneumatic module assembly with a reported unit failure of frequent gas leakage alarms. The department conducted a visual inspection of the part received and found the part to be in good condition. The fat department installed the pneumatic module assembly in the cardiosave test fixture and tested it to factory specifications per procedure. All manifold tests were performed, and no leakage was detected. The pim also passed functional testing and met the required acceptance criteria. The pneumatic module assembly is being retained in the fat department per procedure.

Manufacturer narrative:
Due to characterization limit e1: event site name, address, telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use that the cardiosave intra-aortic balloon pump (iabp) had gas leak alarm on the equipment, indicating the need to replace the pneumatic module. There was no patient harm or injury.